Event description:
The physician was attempting to deploy a 2.75mm diameter x 18mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a difficult lesion in a patient with severe calcification. It was reported that the lesion was pre-dilated and another brand stent was first used to treat the lesion, however, the stent could not cross and when it was removed, the catheter was noted to be kinked. The resolute integrity stent was then used and the same event was experienced. A dissection was also noticed and stented. No other clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications and was not damaged. The hypotube was detached distal to the strain relief. The break site characteristics were oval and jagged. Additional kinks were also present along the hypotube.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (dissection); patient condition affected effectiveness of the device (patient lesion morphology, heavily calcified lesion); failure to follow instructions (force used). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, heavily calcified lesion); known inherent risk of procedure (dissection); failure to follow instructions (force used). (B)(4).